Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, the ipg failed to turn on / off when using a magnet. Ipg was autotested and failed "magnet mode test" as well as the "battery current test." The reed switch sw1 was verified to be closed when not near any magnetic field. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system, which included an ipg, on (B)(6) 2008. The pt's ipg had reportedly lost magnet functionality one day post-implant. Initially, the physician decided to leave the ipg implanted as it could still be controlled using the pt programmer. At a later date, the physician opted to revise the ipg implant site. Once the pocket was opened, the ipg was lifted out of the pt's body and tested, externally, with the device magnet. The physician was not able to elicit a response from the ipg using the magnet. The ipg was subsequently explanted and replaced. The explanted ipg was returned to the manufacturer for analysis. Follow up on the pt found no additional issues reported.